Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was explanted greater than zero days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Re-operative valve surgery carries significant risk. The device was not returned for evaluation, as the follow-up for device return is still ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through reviewing medical records it was learned that a 25mm aortic valve was explanted and replaced with a mechanical valve after an implant duration of 5 years, 1 month due to unknown reasons.